Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, an infrarenal, and a limb stent in 2013. Recently, the patient was symptomatic, possibly a rupture, and an endoleak type iiib. The physician successfully relined the patient and sealed the endoleak. Patient currently doing fine post procedure. No additional patient sequelae has been reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; a type lllb endoleak. Based on the information received there was unsubstantial evidence to support the following reported event of a possible rupture. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable post reline procedure. The clinical assessment determined that there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported. The rupture was discovered on (B)(6) 2018 during a review of the 51 month post implant CT scan. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The final patient disposition could not be ascertained due to lack of medical information at the time of this report. There have been no further reports of negative patient sequelae.